Event description:
It was reported that the table allegedly moved out of trendelenburg position on its own during a procedure. There was no report of an injury to the patient or a delay in the procedure.

Manufacturer narrative:
This table was examined by a berchtold field service technician. The table was visually examined and a performance test of all movement functions was conducted. After performing all tests, the technician was unable to replicate the complaint.